Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The conductor coil was found deformed in several regions, which most likely resulted from the surgery due to mechanical stress. Apart from these deformations, no further deviations were found that might have led to the reported dislodgement. The lead tip did not show any anomalies. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted due to dislodgement. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.